Event description:
It was reported that the pt had her old device system removed and was to try a test stimulation on the contralateral side. During removal of the old lead, it broke just proximal to the tines. The remnant that remained in the pt consisted of the lead tines, electrodes, and anything left of the wires. The portion of the lead that was removed from the pt consisted of the lead body with about 2 cm of bare conductor wire sticking out of it. Further info was requested from the physician.

Manufacturer narrative:
(B) (4).